Manufacturer narrative:
The vessel sealer extend (vse) instrument was received for failure analysis investigation. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring. The grip ring being dislodged affected the operation of the instrument¿s jaws. The jaws would not open fully when attempted. The logs for this procedure were reviewed. This instrument was installed 14 times and had 343 energy activations. No related errors were observed in the system logs.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the vessel sealer extend (vse) instrument was used to grasp and ligate tissue, but the instrument's jaws did not open. The customer reportedly pressed a button to help open the instrument's jaws, but the jaws still did not open while grasping unspecified tissue. Bleeding began during the process of trying to open the instrument jaws from the tissue. The following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the bleeding, and what medical/surgical intervention (if any) was rendered due to the complications. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.